Event description:
It was reported that 2 lots of neumann total arthrodesis plates have been mixed (right and left). It was reported that the lateral laser marking is wrong. Two neumann ti arthr plt prox l rt products from the same lot were notified and returned.

Manufacturer narrative:
The manufacturer received the device for review and investigation is ongoing. No source documents were provided for review. A lot number was received for the device. The device history records will be reviewed as part of the investigation process. As soon as additional information becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).